Manufacturer narrative:
(B)(4): the device was returned to the manufacturer and evaluated by a quality engineer. The product evaluation found the instrument showed evidence of a short circuit with a ¿charred¿ section on the plastic connector. The ¿charred/blackened¿ surface is likely the result of the formation of an electric arc due to the presence of humidity at the connection area. Electrodes and other parts were replaced according to product specifications and the instrument was returned to the customer.

Event description:
It was reported that the bipolar forceps were returned to the manufacturer for repair. The product evaluation found the instrument s howed evidence of a short circuit with a ¿charred¿ section on the plastic connector. The ¿charred/blackened¿ surface is likely the result of the formation of an electric arc due to the presence of humidity at the connection area. There was no report of impact or injury to the patient of user, as a result of this event. The device was repaired and returned to the customer.